Event description:
Brush heads...broke off in mouth...whole plastic insert came out with a little metal rod - oral-b [device breakage]. Case narrative: a spouse via phone stated that the oral-b ultimate clean toothbrush heads broke off in their wife's mouth. The whole plastic insert came out with a little metal rod. No injury was reported. 03-jan-2025 follow up via pictures: the suspect product was oral-b power oral care refills io series ultimate brush set 4ct. No injury was reported. 30-jan-2025 case update from information initially received on 03-jan-2025 via pictures: the suspect product lot was 21748335r0. No injury was reported. 30-jan-2025 case update from information initially received on 02-jan-2025 via phone: based on updated assessment, no reportable event has taken place to the consumer. Hence the actual initial MDR is obsolete and no longer needed. No injury was reported.

Manufacturer narrative:
30-jan-2025 case update from information initially received on 02-jan-2025: based on updated assessment, no reportable event has taken place to the consumer. Hence the actual initial MDR is obsolete and no longer needed.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads...broke off in mouth...whole plastic insert came out with a little metal rod - oral-b [device breakage]. Case narrative: a spouse via phone stated that the oral-b ultimate clean toothbrush heads broke off in their wife's mouth. The whole plastic insert came out with a little metal rod. No injury was reported. 03-jan-2025 follow up via pictures: the suspect product was oral-b power oral care refills io series ultimate brush set 4ct. No injury was reported.